Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement and loss of capture at max output. The a lead fracture was suspected. The device and the 3 adapters were explanted while the rv lead was surgically abandoned. A new transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.